Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that when the patient presented in-clinic for a routine device check, loss of capture, low r-waves, and low impedance were observed. The lead was capped and replaced on (B)(6) 2016.